Manufacturer narrative:
Clarification: d4; the documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided for the alleged device. Additional information: h11; the device history record for part number 2k8036 with lot number 0004262226 and UDI code (B)(4) was reviewed and the product was produced according to product specifications. However, this this part and lot number, do not match the device shown in the reporter provided photograph. The actual sample from the reported event was not returned for evaluation; however, the reporter provided an image of the alleged device. Review of the provided image demonstrated the vinyl tubing was detached from the ambu bag; however, reported product: 2k8036 does not have an ambu bag in its bom. The reported event could not be confirmed and the root cause cannot be determined. A review of the device history record, for the alledged device, is not possible as no lot number was provided. All information reasonably known as of 01 aug 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint complaint-09810. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, the ambu bag was falling apart when in use; there was no reported injury.

Manufacturer narrative:
The actual sample from the reported event was not returned for evaluation; however, the reporter provided an image of the alleged device. Review of the provided image demonstrated the vinyl tubing was detached from the ambu bag; however, reported product: 2k8036 does not have an ambu bag in its bom. The reported event could not be confirmed and the root cause cannot be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 03 jul 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, the ambu bag was falling apart when in use; there was no reported injury.